Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that fuses were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. Fuses have not been received by the manufacture for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) was working but after turning it off, site plugged it into the wall and the mobile view station (mvs) would not power on. Site turned off the ias and had it disconnected but were unable to get the mvs to turn on. The monitor was just black and no power indications could be heard. Patient was not in the room, but they were unable to use the system. There was no patient present when this issue was identified.